Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for investigation. An evaporator degradation could be identified. This led to the refrigerant fluid leak and the entry of water into the cooling circuit. This situation caused a damage of the cooling compressor. The compressor failure led to an increase of the leakage current of the device and as a consequence the circuit breaker was tripped.a hole in the evaporator can be due to the stirrer flow in the tanks.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative found that the issue was due to a defective compressor. The device was replaced with another. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t with fuses blown during maintenance. There was no patient involvement